Event description:
"Gripper" (jaw insert) found to have broken off and remained in pt following coronary artery bypass graft surgery. Jaw fragment found on routine post-op x-rays. Pt re-opened and fragment retrieved.